Event description:
A malfunction was reported on a pump, and it was confirmed that there were no notable events before the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided information on how to handle future malfunctions. The customer was able to continue using the pump and agreed to contact support again if needed.